Event description:
The manufacturer received information alleging an odor being emitted from an everflo oxygen concentrator. The patient alleges he contracted a mold infection in his throat and lungs after using the device for one and half nights. The patient went to his physician and was prescribed antibiotics. The device was evaluated by the durable medical equipment supplier (dme) and did not confirm the alleged odor from the device. The device has yet to be returned to the manufacturer for evaluation. A follow up report will be submitted when the manufacturer has completed the investigation.